Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h4, h6, and h11. Although the device was not returned to olympus for inspection, the reported failure was confirmed. Based on the investigation results, no root cause was identified. If additional relevant information becomes available, an updated supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an oily substance on the objective lens and had reprocessing issues. There were no reports of patient harm.